Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical staff, and successfully restarted sensor session without error recurring.